Manufacturer narrative:
Received 1 set of 4 used arcticgel pads only. Visual evaluation of the returned pads did not reveal any manufacturing deficiencies or damages on the pads or on the energy connectors. A flow rate test was performed on the pads with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started to flow to the pads without any problems. Left chest pad: a total of 3.29 l/min m2 flow rate was registered during the test. Left thigh pad: a total of 3.18 l/min m2 flow rate was registered during the test. Right chest pad: a total of 3.53 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 3.98 l/min m2 flow rate was registered during the test. The functional evaluation revealed that the flow was within specifications for all four pads. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient target temperature was not being maintained. The patient met the target temperature of 33c over night, then cooled to 32c and now rewarming to 35c. The flow rate is 1.4lpm. Therapy was stopped for troubleshooting. During troubleshooting, all lines were disconnected and reconnected; the flow increased to 2.1lpm then back down to 1.4lpm with some bubbling in the tubes. The pads were changed and the flow rate increased. Therapy was resumed with new pads.